Manufacturer narrative:
This report is being amended to reflect changes. The devices were not returned for review, therefore their conditions cannot be described. The dhrs could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the devices caused or contributed to any patient infection.

Manufacturer narrative:
Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s08835403130039142. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 2 patients developed deep infections, requiring a two-stage revision.